Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient had an infection with extrusion of leads and tie-down at the neck site within 3 months of implant. The patient's lead was explanted as a result with the generator left implanted at the tie of the lead explant it was reported that the cause of this event was the patient constantly manipulating his incision site. The manufacturer's device history records of the lead were reviewed. Sterility of the lead prior to release for distribution was verified. No further relevant information has been received to date.